Event description:
The pt reported that the pump cartridge was leaking insulin.

Manufacturer narrative:
The cartridge was returned to animas for eval. Eval revealed a crack in the body of the cartridge.